Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter has not been returned to the manufacturer for eval to date. The investigation is currently underway.

Event description:
It was reported that approximately three months post ivc filter implant the pt "discovered the device failed, by fracturing and migrating within her body, causing injuries. The filter fragments remain implanted."